Event description:
It was reported that the pump module was off, the user loaded the tubing into the pump, but the fluid was observed flowing "as if it was wide open." Per report, the user had to clamp the tubing to stop it from running. There was no harm as the tubing was not hooked to a patient. The medication was precedex in a 50ml bag. Per report, the following steps were followed by the user prior to the event: "primed the tubing, clamped the roller on the tubing, loaded the channel, turned pump on, opened the roller and the infusion ran as if it was wide open." After bd received the report, bd clinical practice consultant came to site to gather additional information. The following observations were noted: incorrectly loaded pump sets: anesthesia staff showed event videos to the bd clinical practice consultant and in both videos the upper fitment was incorrectly loaded. Education was provided to the staff. Pumps high over patients leading to decreased head height. Staff education was provided. Hanger folded in half on primary infusion. It was discussed the need to have the hanger fully extended to deliver the secondary infusion properly. Education provided to staff. Unclean devices are transported in a laundry cart. The cleaner being used is diversey oxivir tb wipes (not approved cleaning solution). The facility also has clorox healthcare bleach germicidal wipes, which are approved to disinfect the devices. Central for devices in isolation rooms after initial wipe down in room: iui covers available but not being used properly. The whole device being wiped down with wipes including iui connectors and air-in-line sensor. Iui connectors not being cleaned with proper cleaner, use of alcohol on a non-dedicated brush. Cleaner not being removed with damp lint free cloth. Devices not being dried off with lint free cloth. Rooms by evs: no iui covers. Wiped with oxivir wipes on whole device including iui connectors. No separate cleaning of iui connectors.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was off, the user loaded the tubing into the pump, but the fluid was observed flowing "as if it was wide open." Per report, the user had to clamp the tubing to stop it from running. There was no harm as the tubing was not hooked to a patient. The medication was precedex in a 50ml bag. Per report, the following steps were followed by the user prior to the event: "primed the tubing, clamped the roller on the tubing, loaded the channel, turned pump on, opened the roller and the infusion ran as if it was wide open." After bd received the report, bd clinical practice consultant came to site to gather additional information. The following observations were noted: incorrectly loaded pump sets: anesthesia staff showed event videos to the bd clinical practice consultant and in both videos the upper fitment was incorrectly loaded. Education was provided to the staff. Pumps high over patients leading to decreased head height. Staff education was provided. Hanger folded in half on primary infusion. It was discussed the need to have the hanger fully extended to deliver the secondary infusion properly. Education provided to staff. Unclean devices are transported in a laundry cart. The cleaner being used is diversey oxivir tb wipes (not approved cleaning solution). The facility also has clorox healthcare bleach germicidal wipes, which are approved to disinfect the devices. Central for devices in isolation rooms after initial wipe down in room: iui covers available but not being used properly. The whole device being wiped down with wipes including iui connectors and air-in-line sensor. Iui connectors not being cleaned with proper cleaner, use of alcohol on a non-dedicated brush. Cleaner not being removed with damp lint free cloth. Devices not being dried off with lint free cloth. Rooms by evs: no iui covers. Wiped with oxivir wipes on whole device including iui connectors. No separate cleaning of iui connectors.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. Investigation summary: the reported complaint that fluid was observed flowing as if it was wide open while the set was loaded in the pump module was not reproduced or confirmed through laboratory testing or log review. ¿ laboratory testing showed the pump module was delivering fluids within specifications. No unregulated flow was replicated when the set was inserted for testing. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ review of the pcu event log showed, on 19 august 2024 at 10:06 am, the pump module completed a programmed guardrail infusion of an IV drug (dexmedetomidine) at a rate of 11.5ml/h (vtbi = 25ml). ¿ total volume infused of IV drug (dexmedetomidine) was calculates as = 20.358ml. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ inspection and testing of the incident administration set could not be performed since the set was not returned for investigation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the suspect pump model s/n (B)(6) has been opened for investigation. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not cover the costs associated with any incidental findings or components that have been physically abused. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the complaint that fluid was observed flowing as if it was wide open while the set was loaded in the pump module was not identified. Laboratory testing showed the pump module was delivering fluid within specification and did not exhibit any signs of unregulated flow after the test administration set was inserted.